Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned device was examined and the complaint condition was able to be confirmed as approximately 9mm of the distal end of the reamer head was found to be missing. No definitive root cause was able to be determined. The reamer heads cutting edges were chipped/gouged in a manner consistent with many years of use. The 8.5mm reamer head (352.085) is utilized in operations when reaming is utilized and is noted in eight system technique guides including: titanium cannulated tibial nail, adolescent lateral entry femoral nail (alif) and reamer/irrigator/aspirator (ria). In use, a cutting head (starting with 8.5mm and moving up in 0.5mm increments) is attached to the distal end of the flexible shaft and inserted under power over a reaming rod. The returned instrument was examined and the compliant condition of broke was able to be confirmed. The distal portion of the reamer head was found to be broken and missing a segment (measured 15.47mm, drawing dimension 24.7-25.3mm). Further inspection under magnification revealed that the cutting edges were chipped/gouged in a manner consistent with many years of use. Relevant drawings for the returned 8.5mm reamer head were reviewed: top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6) patient gender is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: june 12, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure using the flexible reamer, a number of small pieces of the 8.5mm medullary reamer head sheared off inside of the distal tibia. The procedure was not delayed as an additional set of flexible reamers was available to complete the case. The small pieces of the reamer head were left in the distal tibia as there was no option of removing them. This is report 1 of 1 for (B)(4).